Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a decrease in hearing sensation before losing all access to sound in the implanted ear. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device malfunction which is supposed to have been present before explantation. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the recipient report the device was found to be functional whilst implanted. The reported problems of insufficient auditory perception appear to be related to an insufficient mechanical device coupling to the round window, which occurred as consequence of a post-operative fmt migration. This is a final report.

Event description:
The user reported a decrease in hearing sensation before losing all access to sound in the implanted ear. The user has been re-implanted with a new device.